Event description:
The pt lost consciousness and was hospitalized. She rec'd an infusion. Her blood glucose read "high" (> 27.8 mmol/l or 500 mg/dl) and she had large ketones. She reported that the needle did not fire well and the cannula was not in the skin at the infusion site. The device had been worn for less than a day on her abdomen.

Manufacturer narrative:
The device has not been returned for eval. We are unable to confirm any product malfunction that could have contributed to the pt's hospitalization. The pt reported that the needle did not fire correctly and the cannula did not insert properly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hrs after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is not wetness or scent of insulin, where as may indicate the cannula has dislodged," and "if your reading is above 27.8 mmol/l [500mg/dl], the pdm display 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.